Event description:
It was reported that the patient received two inappropriate shocks during normal sinus rhythm due to oversensing and noise on the right ventricular (rv) lead. In the emergency room noise was able to be reproduced with pocket manipulation. It was also noted that the rv pacing impedance was high and the lead was fractured. The lead was turned off and was partially explanted and replaced the next day. It was noted on explant there was a loop in the distal end of the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment was returned, analyzed, and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4).